Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported the patient's pump turned off three days after it was implanted after going through the walmart security area. The patient went home that day and her pain symptoms returned. The patient called her physician the next day who told her to use a heavy duty magnet over the device to turn it back on. When she did not use a magnet over the pump, she was able to turn the pump back on. The device system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.